Event description:
A malfunction alarm with the code malf 12 was reported. There was no adverse impact on the customer's blood glucose level. The customer did not disclose an alternate method of insulin therapy.